Event description:
Nurse noted resistance when trying to remove catheter. Doctor was called to remove catheter and it broke during removal. Proximal portion of catheter not saved. No intervention is planned to retrieve distal portion of catheter at this time.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The sample was not available for evaluation. Without the actual product or a lot number, a complete analysis cannot be conducted. I-flow has prepare a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). In the patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). The directions of use (dfu) (pn 1304266, rev. F) clearly provide cautions and directions on catheter removal if resistance is encountered. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.